Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was oversensing farfield p-waves on the ventricular channel and farfield r-waves on the atrial channel via review of remote transmission. The patient presented to the clinic and programming changes were made. Patient was asymptomatic and stable.